Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment, which was delayed, and it was completed by rebooting the pc. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision pc was not booting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flexvision pc was not communicating with the system. The fse downloaded the board sw to the flexvision pc and reboot the system, still it did not boot up in anything other than service mode. The fse confirmed that the flexvision pc needed a replacement as the flexvision pc was not communicating despite the lights were on the pc. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flex vision pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flex vision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.